Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This incident was reported under complaint report # for a (egia60amt, (B)(4)); however, the product received was (egia45amt, egia 45 articulating med/thick sulu, unk lot number). Additional information received via email from (B)(6) on (B)(6), I am checking with the client to confirm if this was a mistake, I will confirm them.